Event description:
It was reported that the unspecified bd¿ blunt fill needle cored a piece of the stopper into the propofol vial. The following information was provided by the initial reporter: "recently, there have been several instances of the fill needles "coring" out a piece of the rubber stopper on the medication vial. This small but visible piece of rubber can enter the syringe if the needle is not of the filter variety. This is very disturbing, knowing that gone unnoticed, this piece of rubber could enter the patient's bloodstream and potentially cause harm. I am not sure if this has occurred more frequently recently, or if it has just not been seen all along, but I am curious to know if you have heard this from anyone else, and what we should be doing about it. Are there certain recommendations for the non filtered blunt fill needles? Should we only be using them in certain situations? I have attached a picture of a piece of cored vial stopper that ended up in a propofol-filled syringe."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary : it was reported there have been several instances of the fill needles coring out a piece of the rubber stopper on the medication vial. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a red needle hub connected to it. The syringe has a white solution that appears to have a dark particle in it. No other information could be obtained from the photo. As a sample was not returned, a thorough sample investigation could not be completed. As no material or lot numbers are provided, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the unspecified bd¿ blunt fill needle cored a piece of the stopper into the propofol vial. The following information was provided by the initial reporter: "recently, there have been several instances of the fill needles "coring" out a piece of the rubber stopper on the medication vial. This small but visible piece of rubber can enter the syringe if the needle is not of the filter variety. This is very disturbing, knowing that gone unnoticed, this piece of rubber could enter the patient's bloodstream and potentially cause harm. I am not sure if this has occurred more frequently recently, or if it has just not been seen all along, but I am curious to know if you have heard this from anyone else, and what we should be doing about it. Are there certain recommendations for the non filtered blunt fill needles? Should we only be using them in certain situations? I have attached a picture of a piece of cored vial stopper that ended up in a propofol-filled syringe."